Event description:
During withdrawal of the angiosculpt device, the physician had difficulty removing the device through the introducer sheath, which split the sheath and mangled the scoring element. The physician then performed a cut down approach to confirm that nothing was left in the patient. Upon withdrawal, the angioscore rep had confirmed by visual inspection that no piece of the introducer sheath or the angiosculpt device was retained in the pt. The rep informed the physician that if it was to recur, to pull vacuum on the balloon.

Manufacturer narrative:
During withdrawal, the angiosculpt device got caught on the introducer sheath which split the sheath. The physician performed a cut down approach to confirm that nothing was left behind in the pt, thus resulting in prolongation of the case. The angiosculpt device was returned with the 7f introducer sheath (not manufactured by angioscore). Visual examination of the device found the scoring element detached from the distal bond, but remained intact at the proximal bond. The distal bond peeled and the intermediate bond was damaged. The transition tubing was severely stretched and pulled distally. Visual examination of the introducer sheath confirmed the sheath split approximately 2" in length. The sheath measured approximately 4" in overall length with a portion possibly missing. The evidence observed during lab analysis suggest the device experienced excessive exertion of force applied by the user. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.